Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient was at home he became pre-syncopal fell into a wall and then experienced full syncope before receiving therapy. Upon interrogation it was noted that the patient had ventricular tachycardia (vt) and anti-tachycardia pacing (atp) was delivered twice appropriately. The first atp accelerated the rhythm into a shockable vt zone and the patient received therapy. The second atp accelerated the rhythm into a ventricular fibrillation (vf) episode and the patient again received therapy. No changes were made to the system and no additional adverse patient effects were reported. The device remains in service.